Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is underway. Device evaluation was accomplished through a review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was reportedly at home and taken to the hospital. It was reported that the patient's wife witnessed the event. Paramedics reportedly attempted to resuscitated the patient. Review of download data surrounding the event indicates that between 20:25:06 and 20:26:06 the patient was in sinus tachycardia at 130 bpm transitioning to vt from 220 to 260 bpm. The patient's rhythm degraded to vf with motion artifact. Motion artifact prevented the lifevest from delivering a treatment during the ventricular arrhythmias. The device was shutdown at 20:26:06 and the patient subsequently passed away.